Manufacturer narrative:
The customer performed a visual inspection and the sample looked normal. The investigation reviewed the qc data and the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas e 411 analyzer. On (B)(6) 2022, the initial estradiol result was reported outside the laboratory. On (B)(6) 2022, the reported result was questioned by the patient's doctor and the customer performed repeat testing. The patient's initial estradiol result was 5.00 pg/ml with a data flag. The patient's repeat estradiol result was 163.2 pg/ml. The customer determined the repeat result was correct. The estradiol reagent lot number was 590311 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer checked the sampling adjustments. The field applications specialist checked other sample results and the results were within the acceptable range. No further information could be provided by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.